Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The lesion being treated was located in the proximal right coronary artery (rca). A 3.50x20mm taxus express2 drug eluting stent was deployed. The stent was well apposed. Six months post the initial stenting procedure, angiography identified restenosis in the proximal rca. It is not known if the restenosis was inside the stent. Percutaneous coronary intervention (pci) was performed to treat the stenosis. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.